Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Four (4) samples were received decontaminated, was received without its original package. The sample were received without spring activated, no observe any discrepancies with the returned samples. The spring activated correctly; the needle retracted. The sample adhered correctly on the insertion pad. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions are required since the complaint was not confirmed.

Event description:
It was reported that during insertion of catheter, the cannula did not go through the skin and the nurse did not notice at the moment. This has happened on several occasions with either leakage or the needle not retracting, and another report of the white cap of the catheter being broken off. No patient injury was reported.